Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal missing, a bubbled dso seal, and a scratched lens. Review of the event history log was not applicable. Functional testing was performed. Upon review, the reported problem was unable to be duplicated or confirmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com, b3: unknown. G4: 510k number unavailable., corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a precision test, the value is about 24ml, indicating that the test has failed. No adverse patient effects were reported by the customer.